Manufacturer narrative:
Concomitant medical products: 4543 lead, implanted: (B)(6) 2008-11-06. 5568-53 lead, implanted: (B)(6) 2006.

Event description:
It was reported the right ventricular (rv) lead exhibited high rv defibrillation impedance. The lead remains in use. The patient is enrolled in the (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.